Event description:
Caller tested 4.5 inr on coaguchek xs system 1, and 5.0 inr on coaguchek xs system 2, while a comparison lab returned as 3.4 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Will not be returned to manufacturer.